Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent bolus and act button response due to corroded keypad traces. No button error alarms were noted during testing. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they are a fireman and may have gotten water on it. Customer's blood glucose reading at the time of the call was 260 mg/dl. No further information reported.